Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n188125014, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were not provided. It was reported that the patient developed an infection in the pump pocket site because the wound was not closing. No troubleshooting was performed. The pump and catheter were explanted. On 9-feb-2016 the patient was alive with no injury. If additional information is received a follow-up report will be submitted.